Event description:
It was reported a balloon ruptured at low pressure during an iliac angioplasty of a calcified lesion with a stent. Resistance was encountered upon removal of the balloon catheter and a segment of balloon material detached in the pt. The balloon segment remained on the guidewire and retrieval of the balloon segment utilizing a snare was successful. Thrombolysis was used to complete the procedure. The pt's condition is good. The device has been destroyed by the user facility. Therefore, no failure analysis will be performed. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified, stented lesion. Since co's follow up indicated this device was used in a calcified lesion, co believes this contributed to this event and do not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's direction for use state" "due to the extremely thin wall thickness of the ultra-thin balloon, ultra-thin balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully.